Event description:
It was reported that the patient had his ams800 artificial urinary sphincter (aus) cuff removed due to a fluid leak. A new aus cuff was implanted.

Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed, and the reported allegation of fluid loss was confirmed via product analysis. No escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the patient had his ams800 artificial urinary sphincter (aus) cuff removed due to a fluid leak. A new aus cuff was implanted.